Manufacturer narrative:
The device was visually and functionally inspected and the device functioned as intended during three advancement, release, recapture and retraction cycles. The report of failure to deploy or disengage was not replicated. The microstent released as intended during simulated use. Cycle/deployment testing was performed before decontamination for informational purposes and after decontamination per standard procedure to measure the force (n) needed to advance and retract the delivery system. The force data for both tests are within the specification of =1n, which did not confirm the alleged device issue of the stent getting stuck in the handpiece. A review of the device history record of the reported lot number indicates that the reported product met the specifications, and there were no unusual findings. The returned sample was visually and functionally inspected and found to be conforming. There was no issue identified with the device. The reported issues of inability to roll out or disengage from injector was not confirmed. The root cause of this complaint is unknown. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2023-14021.

Event description:
A physician reported that during an glaucoma hydrus shunt implant procedure, the hydrus was implanted, the 3 windows moved along schlemm canal, they were parallel and clearly in the correct place, the stent then seemed to get stuck in the hand piece cannula and would not release. Surgeon removed it from the tm (trabecular mesh) and it was in the anterior chamber (ac), with the still connected to the cannula. It would then not go back in, so surgeon removed the device from the eye. It then retracted into the cannula. Some heme was present in the ac. After doing the cataract surgeon took the handpiece and wound the tracking wheel forward (outside of the eye), the hydrus stayed attached to the cannula by the inlet. The surgeon provided additional information and reports ¿hydrus was inserted into the trabecular mesh. It went very smoothly. When surgeon tried to withdraw the cartridge, it dragged the hydrus. Then surgeon resisted withdrawal and pushed it back thinking that surgeon had not dis-engaged the cartridge properly. However, after a second attempt and taking quality time to dis-engaged, surgeon had to withdraw the hydrus as it failed to deploy the device. The surgery took longer than expected and as an alternative procedure the patient underwent other company 360 degrees with gatt (gonioscopy assisted transluminal trabeculotomy) 180 degrees superiorly. The patient was examined and their vision is not yet restored. The patient is due back in one month for another examination.